Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a "skin reaction" occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with itching in the entire body and mouth ulcers, which occurred an unspecified day after the sensor had been inserted in the arm. It was unspecified whether the symptoms appeared at the needle puncture site and/or beneath the sensor patch. The patient reported experiencing a skin reaction and stated that she did not apply a second sensor afterward. She also reported developing mouth ulcers, which she believed were related to the sensor expiring while on her arm, along with mild generalized itching over her body. The patient did not recall the exact date of onset but estimated that the symptoms began around 03/09 or 03/10/2026. She stated that recovery took some time, during which she was mostly bedridden and was barely able to talk. For treatment, the patient used a mouthwash and lozenges. She did not go to the hospital and did not contact a healthcare provider for medication. At the time of the report, the patient¿s condition is fine and confirmed that the mouth ulcers had mostly healed and that she was no longer experiencing generalized itching. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.